Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR report: 1627487-2020-30778. It was reported the patient's scs system occipital placement leads were replaced. Reportedly, the leads had migrated and the stimulation moved to the patient's neck. Replacement of the leads addressed the issue.